Manufacturer narrative:
One fogarty catheter was received by our product evaluation laboratory for a full examination. The report of catheter could not be deflated was unable to be confirmed. The balloon was found to be ruptured and distal ruptured edge was inverted to distal side. After distal ruptured edge was returned to original position, the ruptured edges appeared to match at the ruptured location. Through lumen was patent without any leakage or occlusion. No other visible damage or abnormality was observed from catheter body or windings. The IFU was reviewed and it indicates that to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product an investigation will be completed to consider any potential factors that may have contributed to this complaint and a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, before use in patient, the balloon from this fogarty embolectomy catheter could not be deflated. There was no allegation of patient injury. The device was available for evaluation.

Manufacturer narrative:
Added information to section h6 (type of investigation). Updated section h6 (impact code), h6 (device code), h6 (investigation findings) and h6 (investigations conclusion).